Event description:
It was reported that during preparation visible air was observed. The faradrive steerable sheath was prepped as normal, aspirated saline and bubbles were seen in the side-port. The sheath was replaced, and the procedure was completed using a different sheath. There were no patient complications. The sheath is not expected to return for analysis as it was disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.